Event description:
Reference number: (B)(4). Event occurred in the united kingdom. It was reported that the patient faced leakage from infusion site event on (B)(6) 2025. The blood glucose was high. The cannula is fine for the first 24 hours but fails after this. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.